Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the video connector was damaged and cracked, and the video connector was flooded. Based on the results of the investigation, a definitive root cause cannot be identified. It was determined that the defect was not caused by repair because there was no repair history for the product in question in the past twelve months from the date of occurrence of the complaint in question. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had a crack in the connector that allowed water to enter the video connector. The reported malfunction was discovered during reprocessing. There was no patient involvement, and no reports of patient injury or medical intervention associated with this event.